Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the scarring and skin irritation no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had terrible scarring, skin irritation and allergic reactions, while wearing the pod. No further details to report.